Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a broken grip cable at the distal end. Additionally, the instrument was found to have a broken conductor wire. The conductor wire was broken at the grip-crimp location and also found to have a broken insulation damage. As a result, the wire was exposed. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the long bipolar grasper instrument's wire was noted to be broken. The procedure was completed with no reported injury.